Event description:
According to customer, when dr withdrew the thoracentesis catheter, there was no snap, no shearing. The cath pulled out and there was just a hub but no actual catheter there. Physician was very experienced. No other information provided by customer/end user despite numerous requests.

Manufacturer narrative:
To date, the device was not made available for evaluation. Consequently, we are unable to determine a possible root cause for the reported issue. A device history review (DHR) and the raw material history files for the listed manufacturing lot showed no recorded quality problems or rejections related to this incident.